Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15th may 2025, it was reported by an arthrex employee via email that 1 unit of ar-1588rt-2j, tightrope® ii rt, with deploying suture and 1 unit of ar-1588btb-2j, tightrope® ii btb, with deploying suture, broke intra op one after another. This was detected during use in an acl procedure on (B)(6) 2025. The procedure was completed successfully by using a new ar-1588btb-2j. There is no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation cannot be confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the devices had been wound together in a plastic bag and could not be evaluated further. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.